Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir was unable to lock into place. The customer¿s did not report a blood glucose level at the time of the incident. The customer reported that they were having motor error alarms and wanted to troubleshoot, during troubleshooting it was identified that the insulin reservoir was unable to lock into place to perform testing. The insulin pump will be returned for analysis.

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor error alarm due to completely broken reservoir tube lip. Device had missing reservoir tube o-ring. Motor passed motor test.